Event description:
Per the clinic, the patient was explanted due to multiple electrode anomalies.the patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).